Event description:
It was reported that the deep brain stimulation therapy never provided relief from parkinson's symptoms and the pt kept the implantable neurostimulator (ins) off. The pt noticed that the ins had been turning on and causing a "quiver in the lips and eyes." The pt programmer was then used to turn the ins off again. The pt had a magnetic pad under the bed to help "balance a person's magnetic field." Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See MFR report #3004209178-2010-08297 regarding the second stimulator.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.